Event description:
Procedure type: cholecystectomy. According to the reporter: when placing the first on the cystic duct, the duct was cut causing bile leakage. There was no bleeding. In order to solve the problem they immediately placed new clips on the area. The pt had to be given antibiotics and remain two more days at hospital.

Manufacturer narrative:
(B)(4).